Event description:
It was reported that a combined mitraclip and triclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+ and functional tricuspid regurgitation (tr) with a grade of 4 on a patient with an enlarged atrium. A mitraclip xtw was prepared per the instructions for use (IFU), inserted, and placed on the mitral valve. However, during deployment, while retracting the dc handle, resistance was encountered, and the clip delivery system (cds) was slow to separate from the clip. Troubleshooting was performed, and the clip was ultimately deployed on the mitral valve, reducing mr to a grade of 1. In the physician¿s opinion, this issue is common with the new g5 system, in his experience. It was noted that there was no obvious tension on the system. The steerable guide catheter was then used to treat the tricuspid valve without issues. A triclip was then inserted and deployed on the tricuspid valve, reducing tr to a grade of 1. The procedure was completed. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.